Event description:
It was reported to MFR that the site's programming wand data received light would "flicker all the time", and the wand would produce communication errors. Troubleshooting was performed, however, the communication errors persisted. The site requested a new wand be sent to replace the non-working device. The wand was returned to MFR for analysis where the failure to program event was confirmed. Analysis revealed that the serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.